Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire revascularization stent retriever (sfr4) broke while being pulled through the carotid stenosis. The product was replaced with a non-medtronic product to complete the procedure.

Manufacturer narrative:
Continuation of d10: ancillary devices included: velocity microcatheter, synchro standard microwire, red62 aspiration catheter, bmx96 catheter, penumbra suction device, sofia aspiration catheter, sofia intermediate catheter, carotid stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received 2025-dec-09 indicated mw5178395 applies to this patient event. Medtronic received a report that a patient angiogram findings of right common artery on (B)(6) 2025 revealed evidence on rm2 (right m2) occlusion and hard calcified plaque, and a proximal right internal carotid artery with flow-limiting 80% stenosis. A working catheter could not be advanced through the stenosis so balloon angioplasty and carotid stenting was performed first. Post-stent angiographic imaging revealed much improved antegrade opacification into the internal carotid artery with 35% residual stenosis. Repeat cerebral run reveals right m2 occlusion after confirming the occluded vessel. Using roadmap guidance, a catheter system (access, aspiration, micro catheters, microwire) was advanced to the face of the clot. After removing the microcatheter system, flow was reversed using a suction device via aspiration catheter. Thrombolysis in cerebral infarction (tici) grade 2b reperfusion was achieved. There remained persistent occlusion of the right m2 branch yielding m3 branch partial persistent occlusion. The decision was made to perform the subsequent attempt with a solitaire fr4 stent retriever (sfr4; 3mm x 40mm), which was deployed from m3 in to distal m1 segment of the middle cerebral artery. Aspiration was initiated via the intermediate catheter which was positioned in the proximal right m1 segment of the middle cerebral artery. Approximately 90 seconds after deployment of the sfr4 stent retriever, the device was removed in conjunction with simultaneous aspiration via the intermediate catheter. As the sfr4 stent retriever was being removed, the distal tip became intertwined with the carotid stent and became stuck. Despite gentle maneuvers to untangle the stent-retriever, the distal tip broke, which remained attached to the carotid stent. Despite the presence of the carotid stent, the reason that the stent-retriever was not captured into red62 aspiration catheter was due to the risk of breaking loose the captured clot on the sten t-retriever, causing shower emboli. The result was complete occlusion of the right internal carotid artery at the mid-stent. Procedural imaging and post procedure brain imaging were performed. Hospitalization was reported. Vascular access was obtained via the groin using an 8fr sheath. Ancillary devices included: velocity microcatheter, synchro standard microwire, red62 aspiration catheter, bmx96 catheter, penumbra suction device, sofia aspiration catheter, sofia intermediate catheter.